Manufacturer narrative:
Baxter received and evaluated the device.  Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was found in specification in relation to the customer reported air in line which was not reproduced during testing. A review of the event history log identified multiple air in line messages however these may result from normal pump operation. The device was inspected and evaluation could not identify a potential cause of the issue and the ultrasonic sensor was found in specification. No correction is required.  Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed air in line. The reported problem was found during programming/setup at the general patient ward. There was no patient involvement. No additional information is available.